Event description:
Three fibers were opened and used. The first two fibers were used without a filter on the camera. Once it was realized that the filter was missing, a filter was placed between the camera and the scope. A third fiber was opened. The fiber tip did not appear to be intact. Doctor stated that all three fibers used looked that same way. These fibers were to be used for a "photo selective vaporization of the prostate." This scheduled procedure was not performed.